Event description:
The information provided to sjm indicated that a patient had a 19mm sjm regent heart valve implanted supraannularly, following sizing with a sjm sizer set. Intraoperatively, the leaflets were functioning properly with no anatomical interference. The annulus was not heavily calcified and 12 interrupted sutures were used. Ten hours following surgery. The patient expired on due to suspected low cardiac output syndrome, however, the cause of death was not confirmed.